Event description:
About five days after coronary artery drug eluting stenting treatment prodedure a macropapular skin rash developed. The physician treated the patient for accelerated angina in a calcified, 75% stenosed portion of the right coronary artery (rca). The physician predilated the lesion and placed a taxus express2 drug eluting stent of unknown size in the rca. The lesion was post dilated.about five days following this procedure the patient developed a diffuse macropapular skin rash over his trunk and extremities that was treated with benadryl. The patient previously tolerated a bare metal stent and had no history of a nickel allergy. In the opinion of the physician the rash was "probably not" related to the taxus express2 stent, but he does not know for sure.